Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter serial # (B)(4).the serial number for the meter on the label did not match the serial number of the meter on the customer service mode. The logbook showed only one test being completed, however, the customer had been using the meter for 3 years. An in-house testing was performed using the returned meter with in-house contour next control solution and in-house contour next test strips, which gave satisfactory performance. All readings obtained during the in-house testing were properly stored in the meter's memory. There was no indication of software error in the error logbook, however, potentially a software error may have caused the meter to reset the logbook, units of measure, and the languages.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Sections were left blank as the customer's age and weight were not provided. The model was not provided.

Event description:
The advocate from (B)(6) reported that the customer's contour next link 2.4 meter stopped working. After the meter was turned on, it showed language options between english and spanish. The meter was originally setup in finnish, but after it was turned on, it showed no option to select finnish. Also, the meter's original units of measurement was mmol/l, which changed to mg/dl. The meter was working fine prior to the event. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation.